Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lower anterior resection, the handle was sticking and would not open as easily as normal. The device was being applied on a normal-sized tissue, but the surgeon was able to unclamp open the jaw and remove it from the tissue. There was no blood loss. The event occurred on various vessels and tissue bundles throughout the surgery. However the surgeon completed the case without opening a new open sealer. There was no patient injury.